Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer treated high blood glucose with insulin pump. The customer did not mention any symptom related to high blood glucose level. The customer also reported they received insulin flow block alarm. Troubleshooting was performed and customer reported that the insulin exited at fill cannula. It was not reported whether auto mode was active at the time of the incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.